Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain female') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. Concurrent conditions included overweight. On an unknown date, the patient had essure inserted. In 2022, the patient experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("increase in menstrual period volume") and burning sensation ("burning"). The patient was treated with surgery (essure removal via laparoscopic salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, heavy menstrual bleeding and burning sensation outcome was unknown. The reporter considered burning sensation, heavy menstrual bleeding and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain female") in a 46 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 2 and multigravida. As concurrent condition the report mentioned overweight. Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. In 2022 she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("increase in menstrual period volume") and burning sensation ("burning"). The patient was treated with surgery (essure removal via laparoscopic salpingectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered burning sensation, heavy menstrual bleeding and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.7 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist, and describes the occurrence of pelvic pain ("pelvic pain female"). In a 46-year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 2 and multigravida. As concurrent condition the report mentioned overweight. Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. In 2022 she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("increase in menstrual period volume") and burning sensation ("burning"). The patient was treated with surgery (essure removal via laparoscopic salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered, burning sensation, heavy menstrual bleeding and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.7 kg/sqm. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-feb-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.